Manufacturer narrative:
Date received by manufacturer: 18jun2019. Date of report: 06aug2019. This complaint is a duplicate of prid (B)(4). This event was reported on MFR. Report #: 2031642-2019-03734. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Nav-ring failure. No patient or user harm was reported.